Event description:
Litigation papers allege: physical injuries, economic loss and medical expeses; past, present and furture pain and suffering, permanent physical injuries and disfigurement. The patient could not have known that he was injured by excessive levels of chromium and cobalt unitll he had his blood drawn and was advised of the results.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: depuy still considers the investigation closed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers allege: physical injuries, economic loss and medical expenses; past, present and future pain and suffering, permanent physical injuries and disfigurement. The patient could not have known that he was injured by excessive levels of chromium and cobalt until he had his blood drawn and was advised of the results. Doi: (B)(6) 2010 right hip. Dor: none reported. (B)(6). Update 11/14/2011 - plaintiff's preliminary disclosure form was received. Dob updated. There is no new information that would change the outcome of the investigation. Update 5 sept 2014 - der rcvd. Updated dor, patient height and weight. Added pain as a reason for revision. Added stem and sleeve.